Manufacturer narrative:
Device evaluated by manufacturer: na.

Event description:
The customer complained of discrepant inr results for 1 patient tested on coaguchek xs meter serial number (B)(4), compared to a laboratory using the dade innovin method. The patient was tested on the meter at 2:00 p.m. With a result of 5.1 inr. At 2:30 p.m. The result from a laboratory was 3.9 inr. The customer does not think the meter results are correct. The customer thinks the laboratory results are correct. No therapeutic decisions were made based on the meter results. The patient's warfarin dose was adjusted based on the laboratory result. The patient's normal therapeutic range is 2.0 ¿ 3.0 inr. No adverse event occurred. The patient had no signs of bleeding or bruising and is feeling ok. The patient does not have antiphospholipid antibodies, is not anemic, and is not on heparin or direct thrombin inhibitors. The patient was being treated for a uti which was unrelated to the use of the meter. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Retention test strips (297792) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Roche diagnostics has issued a recall for this issue.